Event description:
A technician reported multiple patients with flap issues during surgery. The flaps were a wedge shape that were not lifting. The surgeon had to manually tear the wedge section to lift the flap to complete treatment. The patients were given bandage contact lens after the procedure. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system history and the logfile were not reviewed. Clinical (visual) review of the treatment report does not unveil any obvious reasons related to the wedge shaped sticky area of the flap. The technical root cause was not identified due to limited available details. The root cause cannot be determined conclusively. (B)(4).